Event description:
It was reported that during an unknown procedure; when the device was deployed, the bag came apart from the holder. The diaphragm was found to have a hole and was repaired with an additional procedure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure was being performed? How was the bag being used? What is meant by ¿bag came apart¿? Please clarify if the reference to diaphragm is regarding the anatomical diaphragm or a portion of the device? If you mean the anatomical diaphragm, please provide the following: how was it repaired? What additional procedure took place? How is it believed that the hole was created? What device interference is believed to have caused this? What is the patient¿s current status? Is the patient expected to have a full recovery? Is the device available for analysis? If so, I who should I send the return kit to?